Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine device exchange. Prior to procedure, high capture thresholds were noted on the right ventricular lead. Physician elected to only change the device. Once the lead was connected to the new device, capture thresholds began to rise. Patient was stable throughout event.